Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The user reported wanting to know how to download the freestyle libre 2 application. Attempted to replicate the user¿s complaint using a similar configuration and was able to successfully download the freestyle libre 2 application on both the google play store and ios app store, and was not able to replicate the complaint and complaint was not able to be reproduced. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application in use with a unknown phone operating system from their son's adc device., stating that they were unable to download the application onto their phone. The customer additionally reported that due to this issue, they experienced a loss of consciousness. However, no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application, stating that they were unable to download the application onto their phone. The customer additionally reported that due to this issue, they experienced a loss of consciousness. However, no further details were provided. There was no report of death or permanent injury associated with this event.